Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that the patient experienced "not feeling real good...just virtually exhausted and dizzy". One week post implant the patient went to the emergency room as "thought there was something wrong" with the implantable pulse generator (ipg). Healthcare professional stated that ipg "was working fine". Patient symptoms have deteriorated over the past week and "just can't keep on going". The ipg remains in use. No further patient complications have been reported as a result of this event.